Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. The lesion was treated with direct placement of a 3.00mmx20mm promus element¿ plus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. However, it was reported that stent thrombosis occurred in (B)(6) 2016 as per adjudication.